Manufacturer narrative:
This incident occurred on (B)(6) 2013, this report is being submitted after review of customer complaints. This review is part of a corrective action issued after warning letter on 01/2014. The female driver is the instrument used to insert the female component of the fassier-duval system into the medullary canal. Mfg info related to this lot was reviewed to determine if there was any mfg problem that could have explain this failure. Material, heat treatment and dimensions were made according to specifications. This part was sent to the customer on (B)(4) 2009. Since then, this device has been used many surgeries without a problem. This fact may confirm that there were no mfg problems related to this device. This is not a device submitted to cyclic stresses, therefore, fatigue failure is not possible. The origin of this breakage can not be concluded with certainty. This type of failure has happened in the past. In most of the cases, it was suspected that the application of bending moments during the insertion of the female component was the cause of failure. There is a warning already indicated in the surgical technique. The method of mfg of the device has been also improved during the last years in order to obtain better concentricity between the hexagonal tip and the hole which makes the instrument stronger.

Event description:
The female driver broke while inserting the female component in a femur. They were trying to advance the thread deeper in the bone. The bone was not regarded as particularly hard. The surgery was completed and they accepted the depth that the fd had already been advanced.